Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
This is a non-us event. This occurred in (B)(6). Consumer reported after insertion of a tampon the top of the applicator was damaged and the edges were jagged. She believed it had broken off inside of her. She checked and did not find any pieces of applicator left inside. She was not experiencing any unusual symptoms.